Event description:
It was reported that the 9900 system had distorted and poor images. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera was replaced and the image intensifier and collimator were adjusted during the svc call. The system was tested, and found to be working as intended, and put back into svc.